Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.55 when additional reportable information reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, a system message displayed. The system was rebooted but the message would not clear. The procedure could not be completed. Additional details have been requested.